Event description:
Additional information was received stating that the vns patient¿s device was not explanted prior to burial; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient passed away. The cause of death is unknown. Attempts to obtain additional relevant information have been unsuccessful to date.